Event description:
Pt found in cardiac arrest. "Stat-padz" applied to pt. During treatment, "check pads" alarm went off. Pads were checked, alarm discontinued, and treatment resumed. Pt was successfully defibrillated 5 times. On the 6th defibrillation, medics heard a loud "pop", and witnessed a blue spark coming out of the top pad. The pad also has a burn hole through the top. Other device was available.